Manufacturer narrative:
Test strip lot #: 3450836.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began a week prior to contacting lfs (sometime between 10-11pm). The patient denied testing her blood glucose with another device after the alleged issue occurred. According to the csr¿s documentation, at an unspecified date/time prior to the start of the alleged power issue, the patient reportedly was experiencing symptoms of weakness and shaking. The patient reportedly consumed food and/or drink as self treatment after 11pm. At the time of troubleshooting, the csr verified there was no misuse of the lfs product, the patient was using the correct test strips and the patient was not using the subject meter for the first time. However, the alleged meter issue remains unresolved. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (12/16/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/15/2013 and 12/10/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.